Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of tip detachment of device or device component. Imdrf device code a07 captures the reportable event of cautery delivers energy intermittently. Imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the biliary tract to treat a biliary obstruction during a choledochoduodenostomy procedure performed on (B)(6) 2024. During the procedure, the catheter showed low results of passage of current within the system, but a puncture was eventually created after applying pressure on the axios device. When the first flange was introduced, the physician noticed that the cautery tip of the axios catheter was broken and got stuck inside the stent first flange. The physician attempted to remove the entire delivery system; however, the tip fell off in the duodenum. The detached tip was removed using foreign body forceps. The stent was removed partially deployed on the delivery system, and the procedure was completed using a different device. There were no patient complications reported as a result of this event. Note: the inner sheath was noted to be detached based on the photo provided.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the biliary tract to treat a biliary obstruction during a choledochoduodenostomy procedure performed on (B)(6) 2024. During the procedure, the catheter showed low results of passage of current within the system, but a puncture was eventually created after applying pressure on the axios device. When the first flange was introduced, the physician noticed that the cautery tip of the axios catheter was broken and got stuck inside the stent first flange. The physician attempted to remove the entire delivery system; however, the tip fell off in the duodenum. The detached tip was removed using foreign body forceps. The stent was removed partially deployed on the delivery system, and the procedure was completed using a different device. There were no patient complications reported as a result of this event. Note: the inner sheath was noted to be detached based on the photo provided.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of tip detachment of device or device component. Imdrf device code a07 captures the reportable event of cautery delivers energy intermittently. Imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: the electrocautery enhanced delivery system was received for analysis. The axios stent was not returned. Visual inspection found the tip of the nosecone broken, the inner sheath detached and kinked, and the sheath kinked. Media inspection was performed on provided photographs, and the same previously mentioned damages could be observed. No other damages were noted on the electrocautery enhanced delivery system. Product analysis could not confirm the reported event of stent partially deployed as the stent was not returned. The reported event of cautery delivers energy intermittently happened during the procedure and could not be replicated in the laboratory of analysis. Additionally, the electrocautery enhanced delivery system was damaged to the point that it was unable to perform any electrical or functional test. The investigation concluded that the additional reported event and observed damages of tip detachment of device or device component, inner sheath/shaft detachment of device and device component, tip damage and sheath kinked were most likely due to procedural factors as lesion characteristics, handling of the device and the technique used by the physician (force applied). Therefore, the most probable cause of the reported event is adverse event related to procedure a labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/product label. Additionally, stent partially deployed is noted within the IFU as possible adverse event associated with the use of the device.